Event description:
It was reported that the patient experienced a high voltage shock from their implantable cardioverter defibrillator. The patient experienced a symptom of the shock but was otherwise asymptomatic. Over-sensing was noted; however, the cause could not be determined.

Manufacturer narrative:
Correction b2.